Event description:
It was reported the pt had been experiencing severe pain at the ipg pocket site regardless of whether stimulation is in use or not. The pt is receiving effective stimulation therapy coverage in the desired pain pattern. The physician did not notice any anomalies with the system. The pt indicated he would like a smaller size ipg. The pt has been referred to a neurosurgeon for further consult to determine a resolution to this issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.